Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found the error log review confirmed a c-00 error occurred in the field. Visual inspection found no related issues, and the unit functioned normally during in-house system testing, energizing and recognizing instruments on all ports. Erbe will be returned to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error c-83 is attributed to a communication issue of the instrument interface (iif) module within the erbe generator. This error indicates a faulty communication between the instruments and the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse reported that the recently replaced erbe integrated electrosurgical unit (iesu) was intermittently displaying errors c-83 and n-02-6. The customer was using the erbe but the errors kept coming back. The technical support engineer (tse) identified error m-12 in the logs and indicated that the current procedure had no backup solution. Upon a follow-up call, the customer stated that the errors were associated with the use of a handheld laparoscopic instrument. The tse instructed the nurse to replace the laparoscopic instrument to determine if the errors would persist. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.